Manufacturer narrative:
Additional information was received that the "outflow struts were bent and looked as if recapturing was going to distort the valve and prevent the capsule from being able to safely recapture the valve." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected data: the relevant device information has been corrected. See below: product ID envpro-14-us, lot # 0009693142, use by date 2021-04-11, UDI: (B)(4). Dcs was discarded. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: enveor-us, serial/lot #: unknown. (B)(4). Product analysis: the valve remains implanted and the dcs was not returned; therefore, no product analysis could be performed. Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the valve-in-valve implant of this 23 mm transcatheter bioprosthetic valve, into a failed 19 mm non-medtronic surgical valve, the sinus of valsalva (sov) diameter was more than 25 mm and it was decided to protect the right coronary artery (rca). The valve was deployed at 3 mm on the non-coronary cusp (ncc) of the existing surgical valve. During attempted deployment, the valve dislodged. Recapture was started but due to the valve appearance during recapture, a decision was made to deploy the valve in the ascending aorta. A second valve was deployed at 5 mm on the ncc. No additional adverse patient effects were reported.